Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure. An x-ray was performed and confirmed the lead was stretched. Surgical intervention was performed and the lead was repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service